Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2022-00376. A facility reported a hakim valve (ID (B)(6)) and bactiseal catheter (ID (B)(6)) were implanted on (B)(6) 2022. On (B)(6) 2022 the patient had headache at valve implantation site and ventricular enlargement. The patient has increase white blood cell without fever. The physician suspected infection with occluded valve. On (B)(6) 2022, the physician replaced the valve and catheter. The patient was in stable condition after the revision. It is unknown if the patient was under antibiotics.

Manufacturer narrative:
The bactiseal catheter was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to a biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
The catheters were returned for evaluation: failure analysis - the catheters were visually inspected; no defect was noted. The catheters were irrigated: no occlusion was noted. The catheters were leak tested, no leak was noted. No root cause could be determined for the issue reported by the customer as no occlusions were found with the catheter. The possible root cause for the issue reported by the customer could have been to biological debris and protein build up interfering with the catheter, but at the time of investigation no enlargement issues were noted.